Event description:
A ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, a ventilator inoperative error was confirmed in the event log. The device's blower needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a trilogy 200 alarmed for a ventilator inoperative alarm condition indicating a motor failure. The device's blower was replaced to address the issue. During final testing the device failed to power on. The system board was found to be corrupted and was replaced to address the issue. The device was tested and passed final testing.